Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified left mid circumflex artery. A 2.50mm x 20mm maverick² balloon catheter was used for dilatation of the lesion. Inflation was performed 2 times. Upon second inflation the balloon ruptured at 9 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the status of the patient post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. An examination of the balloon found a circumferential tear in the balloon material. The tear was located at 1mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the tear. No other damage was noted along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified left mid circumflex artery. A 2.50mm x 20mm maverick² balloon catheter was used for dilatation of the lesion. Inflation was performed 2 times. Upon second inflation the balloon ruptured at 9 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the status of the patient post procedure was stable.